Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a physiological phenomenon. Seroma-late: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Healthcare professional reported "capsular contracture" and "seroma". Later healthcare professional reported "pain sensations, implant rupture was not detected intraoperatively". This record is for the right side. Device has been explanted. Patient was prescribed antibiotic therapy and anti-inflammatory therapy.